Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : quantity manufactured: (B)(4). Date of manufacture: 9/18/2018. Any anomalies or deviations identified in DHR: na. Expiry date: 8/31/2028. IFU reference: 090200873/b.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for loosening tibial construct, right knee event is serious and is considered severe event is definitely related to device and is possibly related to procedure. Date of implantation: (B)(6) 2020, date of event (onset): (B)(6) 2021, (right knee). Treatment: revision on (B)(6) 2021, of femur, tibial tray, tibial insert, tibial augment, tibial stem, tibial offset adaptor; patella retained.